Event description:
It was reported the device was used during an unknown procedure. It was reported the 511da was used and perforated the vena cava. The safety shield did not retract. No other info at this time. 09/20/2000 it was reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported that the dr insufflated with a veress needle. They then inserted the trocar through the umbilicus. They immediately recognized a vascular injury and opened the pt. They had a vascular surgeon repair the vena cava and did not perform the laparoscopically assisted vaginal hysterectomy. 09/21/2000: obtained further info. The trocar was not saved by the physician and therefore was unavailable for analysis. She believes the lot number was recorded and has been advised this info is in the risk mgt. Dept.